Event description:
Customer tested blood glucose and received a result of 262mg/dl. An ambulance was called and they received a result of 40 and 48mg/dl. The customer was given an IV and sugar water in the ambulance. The customer was taken to the hospital. Glucose strips were strips were expired and no controls were in use. A request was made of the return of the suspect device and replacement product was sent.